Manufacturer narrative:
It is alleged that the patient has experienced multiple adverse events that he associates to the bard 3dmax mesh. Based on the information that has been provided to date, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to the alleged adverse events. Should additional information be provided, a supplemental MDR will be submitted. The warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2012 - the patient was implanted with a bard 3dmax mesh. On (B)(6) - the patient was hospitalized in (B)(6) for five days and was diagnosed with an infection. He was treated with IV antibiotics and pain medication. On (B)(6) 2017 - the patient was hospitalized in (B)(6) due to an infection. He was treated with IV antibiotics and pain medication. He was released on (B)(6) 2017. The contact reports that the patient's body "rejected" the mesh and it has "attacked his body and destroyed his testicles." It is alleged that the patient has blood in his urine and the mesh is sliding around and cutting his spermatic tubes. The contact reports that the patient is currently taking antibiotics, he is very sick, his sex life is destroyed and his kidneys hurt. As reported the patient would like the mesh removed, however as reported his doctor said that was impossible. The contact reports that the patient is going to see another doctor.